Manufacturer narrative:
(B)(4). Batch # device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. Upon cycling, the device was noted to be empty and the lockout had been fired through. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # r9470z. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified.

Event description:
It was reported that during lobectomy surgery, could not close the clip. Another device was used to complete the surgery. There were no adverse consequences to the patient. Clips will not close. No additional information could be provided.